Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that they fell on (B)(6) 2017 and then noticed a change in the location of their stimulation after the fall. The patient noted that it somewhat returned to normal. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2017. The rep reprogrammed the patient and coverage is good. The rep stated that the location of the stimulation did not charge. The patient just was not able to charge effectively according to them but when the rep met with the patient everything worked normally. The information was confirmed with the physician. No further complications were reported/are anticipated.